Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer found the connection part of the single port (sp) monopolar curved scissors (mcs) instrument was damaged. A fragment fell into the patient and was not retrieved. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and sp mcs tip accessory were inspected prior to use with no damage observed. The customer confirmed that only the sp mcs tip accessory fell inside of the patient while dissecting the tissue. The customer was able to retrieve the sp mcs tip accessory during same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. It was unknown what caused the issue to occur as the sp mcs instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument wrist was straightened upon removal with no difficulty in removing. The surgical staff found damage on the sp mcs instrument after the event occurred. The sp mcs tip accessory was properly installed, and no arcing was observed during the procedure. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting the connection part was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube overmolded adapter. Missing material was approximately 0.09¿x 0.06¿ and was not returned. Root cause is attributed to mishandling/misuse. The complaint regarding damaged connection part was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi reviewed the site¿s complaint history and found patient identifier (B)(6) as a related complaint (sp mcs tip accessory fell into the patient during the same procedure). The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the single port monopolar curved scissors instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.